Event description:
Patient had chronic non-healing abdominal wound from g-tube. Required I&d in september 2021 and wound vac from outside facility. Wound vac removed december 2021. She is overall remained stable, but has had ongoing issues with a chronic left sided abdominal wound, and ultimately was seen in clinic on (B)(6) 2023, with surgeon on (B)(6) 2023, patient was probed and foreign body removed from incision site of left side non-healing wound. The surgeon managed to fairly easily extract what he had initially thought was either a lap pad or a 4 x 4 sponge, but it turns out it is a rectangular piece of white kci wound vac foam. Obviously, it has been trimmed with a scissors and has a keyhole notch in it. It is a huge piece of material - 10 x 8 cm general dimensions and it is about 2 cm thick. Patient had a wound vac from september 2021-december 2021. Patient was a resident who received care at a local nursing home.